Event description:
It was reported that the pump displayed a reset screen unexpectedly and required plugging into a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that certain settings reset during the shutdown, requiring manual restarts and reloading, and was educated on these procedures.